Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 247 mg/dl and his insulin pump was not working correctly. Assisted customer with programmed a correction bolus of 1.7 units. Customer stated that air bubbles were present along the infusion set. Advised to deliver 5 units fixed prime into the air until bubbles are no longer visible. Customer decided to change the infusion set and reservoir. Troubleshooting was performed and the insulin pump was working correctly.